Event description:
The manufacturer received information alleging a ventilator was alarming and leaking air from the active exhalation control module. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and overhead blower filter were replaced to address the issue.